Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year old caucasian female underwent breast augmentation revision for capsulectomy on (B)(6) 2014 and the same devices were reimplanted (325cc mentor memorygel breast implants). Per mentor IFU, these devices are for one time use only and should not be reused. Therefore, these devices were used off label. The patient experienced several unexplained systemic symptoms post-operatively, including right-sided breast pain, joint pain, lack of sleep, no energy and body pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.